Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl) and while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation with grade of 3-4. One clip delivery system (cds) was advanced in the patient and the leaflets were grasped. After removing the release pin, it was observed that the clip arms opened. The release pin was reintroduced, and the clip was closed with the arm positioner. Establishing final arm angle (efaa) was performed and the clip arms opened again. Multiple troubleshooting attempts were made; however, the clip continued to open. The physician decided to proceed and deploy the clip. The clip was implanted and remained stable on the leaflets. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked and clip open during efaa could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked and clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿three (3) fluoroscopic still images were provided of the reported cds. The first image shows the distal portion of the cds (delivery catheter with the clip attached); the clip arms appear to be in the fully closed positioned (~10°) indicating the image was taken either just prior to or during deployment maneuvers. Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed) and continues with deployment steps. It is unclear at what precise procedural steps the image was taken (e.g. Prior to the first efaa, post lock line removal). In the second image the clip remains attached to the dc shaft, and the clip arms appear to be opened to ~45°; this is an estimation based on visual assessment with the naked eye and the clip arm angle cannot be confirmed. However, when comparing to the state of the clip arms in the first image it is apparent that the clip arms in the second image are opened to a noticeably larger degree. Presumably, the second image was taken during removal of the release pin during the deployment sequence and aligns with the reported incident details that the clip arms were observed to open a noticeable amount at this step. The third image shows the fully deployed clip (no cds in view) with the clip arms opened to the same/similar degree as the second image (estimation of ~45° arm angle) which is consistent with the reported incident details.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).